Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event history log noted a 'power lost while pump was on' event. Functional tests included use testing. The pump was powered up and no issues were observed with the pump losing power while the pump was on. However the event history log confirmed the issue. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the circuit board.

Event description:
Information was received indicating that, during testing, this ambulatory infusion pump was losing power while running. There was no patient involvement.